Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 400 mg/dl. The insulin pump did not alarm no delivery. The customer changed the infusion set and resumed insulin pump therapy. Troublshooting for the high blood glucose was declined. The insulin pump was not returned for analysis.